Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced both hypoglycemia and hyperglycemia and the esc button was unresponsive most of the time. The customer's blood glucose level was 40 mg/dl and was treated with food. The customer¿s blood glucose level was 500 mg/dl and was treated with a bolus. The customer was having issues with low blood glucose and high blood glucose. The customer were having this issue for a week. The customer was feeling off. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they have a back-up plan available. The customer does not allege that the insulin pump was under delivering. The customer stated that the drive support cap appeared normal or slightly indented. The customer reported that the insulin exited at the quick release. The customer has been experiencing low blood glucose for a week. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch was found on esc, act and up.